Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0wblw, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional reported that during the procedure on (B)(6) 2015 it noted that the insulation just below the contacts had pulled away exposing the wires inside the lead. The healthcare professional had seemed to have had some difficulty extracting the lead with the lead cap in order to connect it to the extension and had pulled slightly harder, used more blunt dissection than normal to free the lead. Upon removal of the lead cap a small bit of coiled wires had begun protruding from the insulation and had continued to get worse as the healthcare professional manipulated the wire to connect it to the extension. Impedances were checked and contact 0 seemed to be the only abnormal impedance. The healthcare professional was able to connect the extension, he used a clear and white boot, and secured with silk ties to try and cover the exposed wires as well as the lead extension connection. 3 of the 4 contacts seemed to be intact and the system was currently off following completion of stage 2. The device was going to be turned on in a couple of weeks per routine protocol and at that time should know if the patient is receiving therapy following initial mapping. The issue was not resolved. The patient's indication for use was essential tremor and movement disorders. Follow-up is being conducted to obtain outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from a health care provider reported (hcp) the patient was receiving effective therapy. There were no impedance issues with any of the contacts.